Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving 15 inappropriate high voltage shocks from their implantable cardioverter defibrillator to treat supraventricular tachycardia. The next day, the device was interrogated. Low, high voltage lead impedance was noted on the right ventricular lead. The low impedance was not related to the inappropriate shocks. The patient presented for lead revision procedure on an unknown date. During the procedure the leads were unable to explant so the leads were cut and remained implanted. The device was explanted. The patient was stable during and after the procedure.